Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 14 days of use, pressure alarm was activated from the ventilator. The customer reported that the tube was checked and air leak from the cuff was observed. It was indicated that the patient was reintubated.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after seconds, a visual inspection was performed, and it was observed the cuff presents two small tears, the failure mode tear in cuff is confirmed. The investigation isolated the failure to the tear in the cuff, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.